Event description:
Related manufacturer reference number: (B)(4). It was reported that the implantable cardioverter defibrillator exhibited post paced t wave over-sensing and the right ventricle lead exhibited over-sensing noise and far p over-sensing episodes. No intervention was performed. Patient was stable.

Manufacturer narrative:
The reported event of post paced t-wave oversensing was confirmed by reviewing the device data. However, the device was found to be normal. The implantable cardioverter defibrillator (ICD) was returned for analysis. Review of the programmed device sensing parameters revealed normal device sensing configuration, and the device's sensing was normal based on its programmed settings. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and new ICD was implanted. The patient condition was unknown.